Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal coronary angioplasty. Vascular access was obtained via the left artery. The 87% stenosed, 35mm x 2.75mm, eccentric, de novo target lesion with a significant bend of >45-degree was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated with a 2.5mm x 8mm balloon. A 2.75mm x 20mm nc emerge balloon catheter was advanced for dilatation. Standard procedure was followed to introduce the device. However, during the first inflation at 13 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications, and patient was stable post-procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or above. E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.